Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Imaging provided show the c-0re was expanded approximately 1-2mm during the initial surgery. There is no measurable gap of expansion visible in the post-operative image. This indicates that the implant appears to have contracted by the majority of the height it was originally expanded. As the device could not be returned for evaluation, the exact cause of the reported issue could not be determined.

Event description:
It was reported a fortify spacer lost height post-operatively. The patient is not experiencing any adverse effects and the a revision surgery is not planned.